Manufacturer narrative:
Visual inspection of the returned expedium awl guide revealed that the fracture occurred at one of the guide¿s tabs at the working end of the instrument. Fracture analysis found evidence of a static high load brittle fracture. A review of the DHR identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Complaint trend analysis performed on the product code found no related complaints. The root cause cannot be determined from the provided information or returned sample. However, fracture analysis found evidence of a static high load brittle fracture. No corrective or preventative action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the tip of the expedium awl guide broke off from the instrument during the surgery. It is not possible to determine when during the procedure that breakage occurred. The surgeon became aware that a portion of the awl guide tip had detached when he found a petal of the awl guide tip on the top of the outer skin of the patient, outside of the wound, after having used the guide. The broken portion of the awl guide was removed and when instruments were inspected towards the end of the surgery, and the awl guide was identified as having the broken tip. There were no adverse consequences to the patient and no delay to the procedure.